Event description:
It was reported that the monitor strips indicated there is right ventricular (rv) lead loc (loss of capture). The ouput was increased for the lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead: implanted: (B)(6) 2005. A 507652 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).